Event description:
The pt underwent a pelvic diaphragm repair in 2002. At 5 days post operative, while removing the drain, the drain broke. X-ray confirmed that an 8cm portion of the drain remained in the pt. The retained portion of the drain was surgically retrieved 9 days later.